Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The ps1 and ps2 power supplies, and the filament driver were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not product x-rays outside of a procedure. No patient injury was reported.